Event description:
It was reported that the xpr restraints are damaged and out of service. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the xpr restraints are damaged and out of service. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This alleged issue could not be confirmed as the unit was not available for evaluation.